Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and found map and limit knobs were misadjusted. Fsr corrected the settings, performed circuit calibration and performance checkout. System passes but performance check is on low side. Performed 2k preventive maintenance and replaced 2 filters. Performed circuit calibration and performance check. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100a map (mean airway pressure) is fluctuating without touching controls and the unit is failing performance check. There is no patient involvement in this reported event.